Manufacturer narrative:
This event was previously reported to the FDA on a summary report. Due to new information being received, it is now being submitted on a 3500a. Post market vigilance (pmv) led an evaluation of one endo clip* 5mm clip applier. The instrument was partially applied. The rotation knob was disengaged and loose on the shaft. The inspection of the components noted a damaged retain key. The root cause of the observed condition was isolated to damage on the component of the received device; however, the manner in which this failure occurred could not be determined with the information available. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the used device had a broken handle with a loose spring. The surgeon was able to squeeze the handle but the clips weren't able to load properly into the jaws when the issue occurred. A new device was used to complete the procedure. The current patient status is fine.